Manufacturer narrative:
The device has not been returned for evaluation; it is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted once the device is received and evaluated. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the drill was wobbling during testing. No adverse event was associated with the device.